Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The device distributor reported that a vacuum relief valve leaked during a procedure at a hospital. The information provided indicated that the one-way valve leaked at the dome during use. It was reported that the valve was replaced and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation. Attempts to obtain additional information were not successful. No further information is available at this time.